Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The replaced part has been returned to the manufacturer.

Event description:
Manufacturer's ref. #: (B)(4).